Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was presented with severe kyphoscoliosis with both sagittal and coronal imbalance so he underwent anterior diskectomy l1-l2, l2-l3, l3-l4. Anterior spinal fusion l1-l4. Ring allograft l3-l4. Bone morphogenic protein l1-l4. Local autogenous bone graft l1-l4. Placement of chest tube followed by posterior manipulation and correction of coronal deformity, followed by posterior spinal fusion t6-l4,posterior spinal instrumentation t6-s1. Local autogenous bone graft, bone morphogenic protein. As per op notes: "...surgeon used a series of laminar spreaders to perform the anterior release and were able to release the 3-4 level to 14 mm where a machined femoral allograft packed with bone morphogenic protein was tamped into the disk space at l3-l4 to maintain the correction obtained at l3-l4.... It was also combined with bone morphogenic protein and that was packed into the disk spaces...surgeon placed the residual bone morphogenic protein on the left side from t6 down through l4, then placed a locally obtained bone graft..." Complications: a durotomy was created on the right side at the l2-3 level during the exposure. This was a straight linear midline durotomy oversewn with 6-0 prolene for watertight closure. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.